Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ pen needle arrived damaged in the mail. The following information was provided by the initial reporter: "consumer called to inquire about assistance with her insulin syringe cost. Informed consumer of the bd syringe assistance program and provided contact information. Consumer also stated in 2017 she was using the bd pen needles and they arrived damaged in the mail. Stated the pharmacy never replaced them and she never called bd."

Event description:
It was reported that the unspecified bd¿ pen needle arrived damaged in the mail. The following information was provided by the initial reporter: "consumer called to inquire about assistance with her insulin syringe cost. Informed consumer of the bd syringe assistance program and provided contact information. Consumer also stated in 2017 she was using the bd pen needles and they arrived damaged in the mail. Stated the pharmacy never replaced them and she never called bd."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. See h.10.